Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition and loaded with a 1/10 partially fired cartridge that was noted to have the lockout tab damaged. As the instructions for use state, "once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. The firing stroke must be completed. Do not partially fire the instrument." When tested for functionality, the instrument was noted to have low jaw force; therefore, when fired with a test cartridge, the staples malformed. It appears that the instrument was clamped on tissue that is thicker than indicated. Clamping on tissue that is too thick will result in an insufficient jaw force, causing malfunction on the instrument. Cartridge batch v5ce6w.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information regarding this device is available.